Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the device is not available for evaluation as it remains implanted in the patient. However, there was no allegation or indication a product deficiency contributed to this adverse event. Per the report, the worsening pvl was thought to possibly due to patient/prosthesis mismatch and/or that the sapien xt valve was placed too ventricular. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 1 year and 9 months post implant of a 23mm sapien xt valve in the aortic position, the patient presented in with heart failure and moderate to severe paravalvular leak (pvl) was observed. The sapien xt valve was post-dilated with 23x4 tyshak balloon. The paravalvular leak appeared unchanged. The procedure was terminated and the patient was sent to recovery in stable condition. Placement of a sapien 3 valve via trans-caval approach will be planned. At the time of the initial implant, the patient had none to trace pvl. The suspected cause of the worsening pvl was thought to possibly be patient/prosthesis mismatch and/or that the sapien xt valve was placed too ventricular.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.